Event description:
Additional information received from the manufacturing representative (rep) reported that the physician did not want the reps for the case and the implantable neurostimulator (ins) was not returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n523763, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The manufacturing representative reported the health care professional (hcp) thought the patient had a possible infection. The hcp stated they went in and cleaned out the pocket site and put the implantable neurostimulator (ins) back in. The hcp stated that this was the only further details he had on this issue and was uncertain of when the infection started. Further information reported that after tissue samples were tested it was confirmed an infection was present. The ins was removed and the paddle remains implanted. The hcp stated they plan on reimplanting an ins when infection cleared.

Manufacturer narrative:
Product ID 39565-65 (B)(4) implanted: (B)(6)2015 product type lead product ID 97792 lot# n523763 implanted: (B)(6)2015 product type accessory correction: (B)(6) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they caught a (B)(6)infection when they put the device in. The patient stated that after they had the device implanted, they never heard from anyone. No further complications were implanted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015: product type: lead. Product ID: 97792, lot#: n523763, implanted: (B)(6) 2015: product type: accessory. If information is provided in the future, a supplemental report will be issued.